Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the patient¿s severe calcification of the aortic valve (annulus severely calcified) and moderate native leaflet calcification likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
As reported through our (B)(4) affiliate, the patient died after annular rupture during a transfemoral tavr procedure. As reported, the patient suffered an annular rupture at the level of the left main coronary artery due to heavy calcified plaque. The valve was positioned 60:40 aortic/ventricular and landed 70:30 a/v resulting in moderate paravalvular leak (pvl). A post dilation was preformed which resulted in an intra-valvular pvl and annular rupture. The native valve area measured by CT was 480mm². The native annulus was severely calcified with moderate native leaflet calcification. The left coronary ostia height was measured at 12mm and the right coronary ostia height was 15mm.